Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrical contacts on the corner plug of the rigid video laparoscope were dirty or defective. The reported malfunction occurred during an unspecified procedure. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the light transmission was not given or too low and there was no image displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the electrical contacts on the corner plug of the rigid video laparoscope were dirty or defective. The reported malfunction occurred during an unspecified procedure. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.